Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a resolute onyx des and a nc euphora balloon were used to treat the cx and a second resolute onyx des and a nc euphora balloon were used to treat the lad. Cec adjudicated that on the next day, patient suffered a target vessel myocardial infarction involving the cx and the lad post index procedure.